Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation, therefore the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Without the opportunity to examine the complaint item, a definitive root cause cannot be determined due to insufficient information. The devices are used for treatment. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified no additional similar complaints for the reported item number in the last 3 years, and no additional complaints for the same item and lot combination. It has been confirmed that the item is not within the scope or subject of any field actions or recalls which could be attributed to reported event. A definitive root cause cannot be determined. The likely condition of the devices when they left zimmer biomet is conforming to specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. H3 other text : hospital policy.

Event description:
It was reported that the patient underwent left total hip arthroplasty (B)(6) 2021. Subsequently, patient underwent a revision procedure (B)(6) 2021 due to dislocation/instability. The liner and head were removed and replaced with duel mobility.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. Associated products: medical product: g7 vit e neutral lnr 36mm f, catalog no.: 30103606, lot no.: 65051774. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital policy.

Event description:
It was reported that the patient underwent left total hip arthroplasty (B)(6) 2021. Subsequently, patient underwent a revision procedure (B)(6) 2021 due to dislocation/instability. The liner and head were removed and replaced with duel mobility.